Event description:
THE USER HAS DEVELOPED AN INFECTION AT THE SITE AND SOME OF THE ELECTRODE IS EXTRUDED THROUGH THE SKIN. DURING REVISION SURGERY A CLEAN OUT OF THE OPENING BEHIND THE LEFT EAR WAS PERFORMED AND THE OPENING WAS SUTURED CLOSED. THE DEVICE STAYS IMPLANTED.

Manufacturer narrative:
CONCLUSION: ACCORDING TO THE INFORMATION RECEIVED FROM THE FIELD THE RECIPIENT UNDERWENT A REVISION SURGERY DUE TO AN INFECTION AND SKIN BREAKDOWN WITH DEVICE EXPOSURE AT THE IMPLANT SITE. REPORTEDLY, THE WOUND WAS CLEANED DURING THE REVISION SURGERY AND THE DEVICE REMAINS IMPLANTED. REVIEW OF THE DEVICE_S STERILIZATION RECORDS SHOW THAT THE DEVICE HAS BEEN SUBJECT TO A VALID STERILIZATION PROCESS, THUS NO AVAILABLE INFORMATION POINTS TO THE IMPLANT BEING THE SOURCE OF THE REPORTED ISSUE. HOWEVER, THE PRESENCE OF THE DEVICE MIGHT HAVE CONTRIBUTED TO ITS SUBSEQUENT DEVELOPMENT. THIS IS A FINAL REPORT.

Event description:
The user has developed an infection at the site and some of the electrode is exposed. The user is still wearing the left processor as he gets good sound from it. During revision surgery a clean out of the opening behind the left ear was performed and the opening was sutured closed. After a month of healing the wound opened up again. The user has been eventually explanted.

Manufacturer narrative:
THE DEVICE HAS NOT BEEN EXPLANTED. IF IT SHOULD BE EXPLANTED, IT SHOULD BE RETURNED TO THE MANUFACTURER FOR EVALUATION. WHEN AVAILABLE, A DEVICE FAILURE ANALYSIS WILL BE SUBMITTED AS A FOLLOW UP REPORT.

Event description:
THE USER HAS DEVELOPED AN INFECTION AT THE SITE AND SOME OF THE ELECTRODE IS EXTRUDED THROUGH THE SKIN.

Manufacturer narrative:
Conclusion: Device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received there was an infection and skin breakdown with device exposure at the implant site device. The wound was cleaned during the revision surgery and the device remained implanted. However, the wound broke open again and thus the device was eventually explanted. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.